Event description:
The customer contacted stryker to report that their device sensor was broken and would not provide compressions. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned for evaluation. The reported issue could not be verified, could not be duplicated, and root cause could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device sensor was broken and would not provide compressions. There was no patient involvement reported with the event.